Event description:
This is a report from a consumer in the USA of peritonitis due to a connection issue in a patient coincident with dianeal 2.5% low calcium. On an unreported date, the patient began treatment with dianeal 2.5% low calcium (dose, frequency, and lot not provided) ip (intraperitoneally) for peritoneal dialysis (pd) therapy. The home patient (hp) reported that the peritonitis started on (B)(6) 2012. The hp reported being hospitalized on (B)(6) 2012 for the peritonitis and discharged from the hospital on (B)(6) 2012. Treatment was not reported. The reporter stated that a culture was not performed. Per the hp, the cause of the peritonitis was "the minicap fell off sometime during the night" (unspecified date and further details not provided). At the time of this report, the patient stated he was recovering and pd therapy is ongoing. On (B)(4) 2012, baxter global pharmacovigilance contacted the patient's pd nurse (pdn). The pdn declined to provide further information.

Manufacturer narrative:
(B)(4). This report of a connection issue was not confirmed. The assignable cause could not be determined. A batch review was performed for potentially associated lot numbers gd891333, gd891770 and gd891804 with no issues detected during the manufacturing of these batches. All molding records were reviewed and there were no issues detected.

Manufacturer narrative:
(B)(4). The reported problem of the connection issue was confirmed by the patient stating "the minicap fell off" (previously reported as not confirmed). Additional information: the cause of this connection issue cannot be identified due to the lack of sample for evaluation.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.